Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.